Event description:
During product service by a service technician, a flo-gard infusion pump was found with a battery that exceeded the expected time in the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The battery that exceeded the expected time in the device was found during evaluation. To correct the condition, the battery will be replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.